Event description:
The user facility reports the pressure reading was zero when the valve was tested with a manometer prior to insertion into the pt. There was no starting pressure. No pt contact was reported.